Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted for 6.6 months, was interrogated and displayed a measured voltage reading of 2.4v and an eri (elective replacement indicator) code. It was also reported that the last automatic capacitor reform (acf) was performed approximately two weeks prior and the voltage measurement was 8.7v. At the last patient follow-up appointment (1 month post-implant), the measured voltage was 3.15v.